Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh, total hysterectomy procedure performed on (B)(6) 2014. According to the complainant, the patient experienced bladder injury (grade 3b). Since it was close to the ureter, ureteral stent placement was performed, and the bladder was also repaired. After two months, the stent was removed. Reportedly, the patient was cured. Mesh was placed in the bladder, and it was not exposed. Also, there was no sexual difficulty.